Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d284vrc implantable cardioverter defibrillator implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) as observed on a saved electrogram (egm) episode. Reprogramming of the device was discussed. The lead remains in use. No patient complications have been reported as a result of this event.